Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis (dka) because the customer did not receive enough insulin from the insulin pump. The customer also noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer reported a blood glucose value of 580 mg/dl. The customer visited the emergency room (ER) and was hospitalized for an overnight stay and received treatment for hyperglycemia and diabetic ketoacidosis (dka) through IV insulin drip (intravenous insulin infusion) and insulin pump (subcutaneous insulin infusion). During the hospitalization, the customer also experienced symptoms of chest pain, vomiting, and frequent urination. The event involved product(s) mmt-1884, mmt-332a, mmt-394a, and mmt-7040a. Troubleshooting was not performed for difference between glucose values. But it was found that the difference between blood glucose and sensor glucose was 30 points off. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-394a. No product return is required for mmt-7040a.